Event description:
On (B)(6) 2014, the distributor contacted animas, alleging that the pump was reading the remaining insulin in the cartridge as more than what was actually in the cartridge. Reportedly, the pump kept reading that there were (B)(4) units left after performing the prime step three times, but there were only really (B)(4) units left in the cartridge. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 07/21/2014. Device evaluation: the device has been returned and evaluated by product analysis on 07/11/2014 with the following findings: testing was unable to duplicate the complaint of an inaccurate remaining insulin reading. A rewind and load sequence was performed. A cartridge with approximately 110 u was inserted and recognized correctly by the piston rod; 10u was successfully primed; 100u remained in the cartridge and was successfully displayed on the home screen. A normal 10u bolus and a 10u audio bolus were performed successfully. The pump correctly calculated the remaining units 90u and 80u after each bolus. Verified 80u remained in the pump at conclusion on testing. No hypersensitive keys were observed on keypad. Unrelated to the complaint, the display screen was observed to have a pinkish contrast. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.